Manufacturer narrative:
This is a duplicate of emdr.

Event description:
The customer reported a reported a power fail occurrence resulting in a vent inop condition. No patient involvement reported.

Manufacturer narrative:
Customer reported that once the device was placed in diagnostics mode the vent inop condition cleared and did not return. He is not sure of the error code and does not have the diagnostic log. There were no parts replaced.